Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of an infection. There were no additional adverse effects reported. This crt-d was explanted.